Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The front panel keypad was returned to zoll medical corporation damaged with the shock button separated from the keypad. It is unknown if the shock button being stuck resulted in an inability to shock or if it was a physical finding but was still operational. Without receipt of the data files or additional information, root cause evaluation cannot be firmly established. The front panel keypad was scrapped. Analysis of reports of this type has not identified an increase in trend.